Event description:
Found during routine inspection. Customer called to report that the device's service wrench icon is lit and device is emitting alert tones. The reporter reported that a fault code related to high energy for defibrillation is logged into device memory.

Manufacturer narrative:
The customer declined an offer of service from physio-control. Customer gave device age (8.75 years) as reason to decline service. Physio advised customer to replace device and remove it from active use.